Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging an inaccuracy issue with the onetouch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation. The date and time of the first occurrence of the reported issue is not known. The same day at 10:38 pm, the patient reportedly obtained an inaccurate reading of "170 mg/dl" on the subject meter when compared to the onetouch basic reading of "225 mg/dl", performed within a minute apart. Based on the statistical methodology, the calculated difference of these glucose results exceeded the expected value of <= 30% and/or <= 30 mg/dl. The patient's testing technique was reviewed to be correct but however, the cleaning technique was found to be incorrect. It was also noted that the patient was using expired test strips for testing. The meter was set to the correct unit of measurement and the reported result was verified in the subject meter's memory. As a result of the reported issue, the patient reportedly administered medication (unknown medication and dosage) and had an unknown low reading. At an unspecified time, after the reported issue, the patient reportedly experienced symptoms of "sweating and weakness" which according to the patient were symptoms of low blood sugar. It is not known whether the patient obtained any blood glucose readings while experiencing the symptoms. Replacement products were sent to the patient. Although, it was noted that the reported inaccuracy was due to the usage of expired test strips, this complaint is being reported since the patient reportedly experienced symptoms, which could be suggestive of a hypoglycemia after the reported issue began.

Manufacturer narrative:
Date of birth not provided. Gender not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.